Event description:
Information received indicates the siderail will not stay up.

Manufacturer narrative:
The technician lubricated the siderail latch spring and replaced the siderail dampener to repair the bed.